Event description:
It was reported that the patient's stimulation turned off intermittantly. Additional information was requested.

Manufacturer narrative:
Extension model 748951, serial# (B)(4), implanted: unk, explanted: na. Extension model 748951, serial# (B)(4), implanted: unk, explanted: na. Programmer model 7435, serial# (B)(4). Lead model 3487a-33, lot# j0504313v, implanted: (B)(6) 2005, explanted: na. Model 3487a-33, lot# j0454881v, implanted: (B)(6) 2005 explanted: na. (B)(4).